Event description:
Physician intended to use a 4.00 x 22 mm resolute integrity rx drug eluting stent to treat a lesion in the rca. The vessel was described as non-tortuous, with mild calcification and 80% stenosis. The device was the first used in the procedure and was prepped before use, pre-dilations were not carried out. It is reported that the device was unable to cross the lesion due to the presence of a frayed stent strut. The patient was successfully treated with a resolute integrity of the same size 4.00 x 22 mm. There were no reported patient complications.

Manufacturer narrative:
Evaluation results: failure to follow instructions - (pre-dilations were not carried out). Inherent risk of procedure - (failure to deliver stent and stent deformation). Patient¿s condition affected effectiveness of device - (lesion morphology). No results available since no evaluation was performed - (device or procedural images were not received for evaluation). Evaluation conclusions: inherent risk of procedure - (failure to deliver stent and stent deformation). Device failure related to patient condition - (lesion morphology). User error contributed to event - (failure to follow instructions). Unable to confirm the complaint - (device or procedural images were not received for evaluation). (B)(4).